Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving prialt, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. It was reported that at the last refill the medical provider aspirated almost 17cc¿s from the 20cc pump when it should have been closer to 2cc¿s. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting was reported as the physician was about to perform a dye study but she could not aspirate any fluids from the catheter access port thus the dye study could not be performed. They looked at x-rays and could not see a kink in the catheter and they did locate the tip in the patient¿s spine. Actions and interventions reported were an or (operating room) time was going to be scheduled to open the pump pocket and examine the catheter and try to aspirate the catheter once again. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-oct-13. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-13 from the patient's healthcare provider (hcp). It was reported that, at the pump refill on (B)(6) 2017, the actual residual volume was 17 mls when the expected residual volume was 6 mls. It was also reported that the patient's catheter was replaced on (B)(6) 2017 following an exploratory surgery as it was thought that the catheter was kinked or coiled improperly. The patient's pump was refilled on (B)(6) 2017 where 20 mls of prialt were placed in the reservoir. The expected and actual residual volumes for that refill were unknown. The patient's pump was to be refilled on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780 (B)(4) explanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-sep-2017 and it was reported that the patient had his catheter replaced on (B)(6) 2017. The physician opened the pump pocket first and freed up the catheter from the tissue and tried to aspirate via the cap (catheter access port) and was unsuccessful. He then removed the pump segment by cutting the catheter at the proximal end of the spine segment and they could not see any csf coming from the catheter. He then opened the spine incision and freed up the anchor and removed the catheter. A new catheter was implanted. Csf (cerebrospinal fluid) was verified after the connection to the pump using the catheter access port. Over 2cc of csf was aspirated to prove/confirm catheter patency. No further complications were reported/anticipated.